Manufacturer narrative:
The investigation confirmed that results obtained on a vitros 350 chemistry system for one quality control fluid and one patient sample were associated with incorrect results. The most likely assignable cause of the event was determined to be user error due to improper sample programming. The technical solutions center (tsc) indicated that the customer was not performing sample programming consistently and the patient name was used for the sample ID, the tray, or both in this event. The scenario could not be replicated during the investigation. There was no indication of a systemic issue with the vitros 350 chemistry system. The tsc explained to the customer how to properly program samples. The vitros 350 chemistry system did not malfunction.

Event description:
A customer reported that results obtained on the vitros 350 chemistry system for 1 quality control fluid and 1 patient sample were associated with the incorrect results. The results for the patient sample are in the table below. Assay , incorrect result, correct result: na , 138 mmol/l , 151 mmol/l ; k+ , 3.9 mmol/l , 3.2 mmol/l; cl- , 103 mmol/l , 110 mmol/l; eco2 , 23 mmol/l , 19 mmol/l; glu , 93 mg/dl , 76 mg/dl; urea , 8 mg/dl , 7 mg/dl; crea , 0.6 mg/dl , 0.6 mg/dl; ca , 8.7 mg/dl , 7.9 mg/dl; alt , 24 u/l , 266 u/l; ast , 18 u/l , 326 u/l; alkp , 71 u/l , 180 u/l; tbil , 0.3 mg/dl , 0.4 mg/dl; tp , 7.5 g/dl , 7 g/l ; alb , 4 g/l , 3.8 g/l ; alc , 4.8 mg/dl ,330 mg/dl. Incorrect results associated with a patient sample could potentially lead to inappropriate physician action. The incorrect results from the patient sample were reported from the laboratory and corrected results were later issued. There was no allegation of patient harm associated with this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).